Manufacturer narrative:
E1: initial reporter addr 1: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, white foreign matter was present on the tip of the needle of (B)(4) units from lot 3347043. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 13-mar-2025 investigation summary bd received 6 photos and 20 samples for investigation. The customer photos depict white foreign matter on the IV cannula and bevel of the device. All 20 customer samples, from lot 3347043, underwent a visual inspection. Out of these, six samples failed the inspection due to the presence of foreign matter on the IV cannula. Additionally, 30 retained samples from the same lot (3347043) were visually inspected and all passed, showing no foreign matter on the IV cannula. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lot 3347043, for the indicated failure mode: foreign matter - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, white foreign matter was present on the tip of the needle of 15 units from lot 3347043. No adverse impact was reported regarding the patient or user.